Manufacturer narrative:
A ge representative evaluated the system and was unable to reproduce the filament error. Root cause of error is indeterminate at this time. To ensure filament is regulated. Ge representative completed a generator calibration and validated the ma control on the high voltage supply regulator, and checked the system batteries and all internal cabling and associated power supplies. System remains fully operational. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator error. No patient injury was reported, no report of output dosage exceeding specifications.